Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc data that was provided was acceptable. The customer did not use rack adapters for the sample tube.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys prolactin assay (prolactin) on a cobas e 411 immunoassay analyzer. The initial result was 20.50 ng/ml. This result was reported outside of the laboratory, however, no patient action was taken based on this result. On (B)(6) 2019, an aliquot of the sample was repeated with a result of 0.047 ng/ml with a data flag. There was no allegation that an adverse event occurred. The prolactin reagent lot number was 37999400 with an expiration date of 31-may-2020. The customer had not run qc on (B)(6) 2019.